Event description:
It was reported that during an ex-fix procedure of the right knee, while final tightening, the clamps stripped at the connection to the bar. The surgeon did not over-torque the clamps. Metal shavings fell into the wound and on the bar, and were retrieved , about 15 shavings altogether. The surgeon verified by x-ray that all fragments were retrieved. The surgeon irrigated the wound, and then chose 4 more new clamps, and completed the procedure with no further problem. This is 2 of 3 reports for the same complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the parts were received. Physical evaluation of the clamp showed the bolt is bent, could not be unscrewed. The clamp was cut apart in order to examine the bolt threads and the rod clamp threads. The threads on the bolt and on the rod clamp were stripped; some of the threads were missing on both components. The exposed threads of the bolt were cut off to determine if it would pass the go no go thread ring gage. The threaded end, which was cut off the bolt, was screwed into the go thread ring gage and passed. The reported damage is post-manufacturing. The bolt which tightens the rod clamp onto the carbon fiber rod, could not be unscrewed. L1 failed because the bolt is elongated from field usage. The threads on the rod clamp could not be measured due to the damage from the stripped threads. All relevant dimensions could not be measured; this complaint is considered indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event date and implant date was on (B)(6) 2011.